Manufacturer narrative:
A ge service representative performed an on site investigation. The closed circuit digital (ccd) camera was replaced and fitted. The system was tested and operates as intended.

Event description:
The customer reported the image of the 9800 system was flickering on both monitors. No patient injury was reported.